Event description:
It was reported that the flange detect switch misses the black pin. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the flange detection switch missed the black pin which was not identified during the customer call. The tech support advised that they needed to order a separate part for the flag barrel position 8120 and also assisted with pn: tc10007202. Biomed confirmed sending in the device for repair and also provided a service notification direct number to call. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the flange detect switch misses the black pin. There was no patient involvement.